Manufacturer narrative:
Additional information was received on july 29, 2015. The end user stated she saw a dermatologist and was diagnosed with a tape allergy and prescribed desonate cream to be applied to the affected area. Desonate cream did require a prescription. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the end user developed intermittent itching under the tape collar of the skin barrier. The end user described her symptoms as intense itching which had been occurring more frequently; and consequently required the end user to change the wafer almost daily to reduce the symptoms. No rash had developed. The end user was unable to provide date of onset but states it started approximately five years ago; during this time she sought treatment from her primary physician who prescribed an antifungal powder. The end user's physician has consistently renewed her prescription for the antifungal powder. She also treated the affected area with stomahesive powder and allkare barrier wipes. End user was encouraged to switch to a skin barrier without a tape collar and to follow up with a dermatologist if the issue persists.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.